Event description:
A malfunction alarm was reported, identified by a malfunction code that could not be reset, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer was instructed to utilize multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the shipping address and arranged for the replacement of the pump, which was still under warranty. The customer was instructed on how to put the pump into storage mode before returning it and was provided with a pre-paid label to send the pump back within ten days.